Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lead dislodged 20 days after the implantation. It was successfully revised on (B)(6) 2016. No adverse patient side effects have been reported.